Manufacturer narrative:
Additional contact info: (B)(6). Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the error occurred on the second and subsequent automatic refills and the cause was due to weak vacuum pressure. The fse adjusted the vacuum pressure and performed test. All functional and safety test passed.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during clinical use that the cardiosave intra aortic balloon pump (iabp) had an automatic filling error. There was no patient harm or injury reported.